Event description:
The perfusionist reported that after cardioplegia delivery, the systemic pressure dropped. Medication was administered to compensate for the decreased pressure. There was no pt injury reported.

Manufacturer narrative:
The cardioplegia cooling coil is a component of the custom perfusion pack (B) (4). One stainless steel coil was returned for evaluation. The visual inspection did not reveal any abnormalities. The returned coil was subjected to hemolysis testing. Prior to testing, the coil was rinsed out using sterile saline. The saline was collected and filtered. No abnormalities were found from the rinse solution. The hemolysis test results were insignificant in relation to the control. Pyrogen and hemolysis testing were performed on additional stainless steel cardioplegia coils pulled from inventory. Pyrogen test results were negative. Hemolysis test results were insignificant in relation to control devices. The supplier of the stainless steel cooling coils was contacted. There have been no changes made to the design or manufacturing process of these cooling coils. Review of the manufacturing records at the vendor showed no abnormalities. Laboratory testing did not reveal any issues which may have caused the observed decreased pt pressure.